Event description:
It was reported that the procedure was cancelled. The target lesion was located in the coronary artery. A rotapro console kit assy gen 230v and rotapro advancer were selected for use. During procedure, the round connection from the two rotapro advancers does not seem to connect to the console. The procedure was canceled due to this event. No patient complications were reported.

Manufacturer narrative:
The rotapro console was returned for analysis. Upon visual inspection, the rotapro console was received in a good condition. The rotapro console was running firmware version v05.18 and passed the rotapro manual test. The advancer connector functioned as expected multiple times with no issue. Therefore, the reported event was not confirmed.

Event description:
It was reported that the procedure was cancelled. The target lesion was located in the coronary artery. A rotapro console kit assy gen 230v and rotapro advancer were selected for use. During procedure, the round connection from the two rotapro advancers does not seem to connect to the console. The procedure was canceled due to this event. No patient complications were reported.